Manufacturer narrative:
The 18mm aso was received at sjm and decontaminated. The occluder was grossly and microscopically examined, and no anomalies were found. It met dimensional specifications when measured with a calibrated caliper. The device was loaded into a test 8f loader, deployed and retracted without difficulty or deformation, under non-physiological conditions. The device history record for this product was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with sjm specifications and procedures. The cause for the reported event remains unknown.

Event description:
A pfo with an atrial septal aneurysm was balloon-sized to 18mm. An 18mm amplatzer septal occluder (aso) was successfully implanted. The next day, the aso was noted to have embolized to the abdominal aorta and was percutaneously removed. A second fenestrated defect was found and an 8mm aso was then placed to cover both the pfo and second defect but a residual shunt remained so the aso was retracted and replaced with a 35mm amplatzer cribriform occluder.